Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received power error detected alarm. Customer explained that the internal power source is unable to charge. Customer's blood glucose value was unknown. Customer also had power loss, replace battery in the alarm history. The insulin pump will not be returned for analysis.